Event description:
It was reported that the accslide was hard to activiate and blood backed up the line. The pump gave an upstream occlusion alarm as designed. The alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed. There was reportedly no patient consequence or injury.